Event description:
It was reported that when the anesthetist opened the package and checked the balloon, it was found that the balloon was leaking air. There was no patient impact.

Manufacturer narrative:
H3: product analysis of the device found that visually, there was no significant damage to the packaging carton. The packaging carton included all components when returned. The pouch was open from 2 of 4 sides. The electrodes were secured onto the tray and harness was wrapped in tape paper. There were no bubbles or scratches noted on the device. Functionally, a syringe was used to inject 15cc of air into the cuff. The cuff deflated immediately. There was a puncture in the cuff (the puncture measured 0.049 inches) which would result in the reported event. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.